Event description:
The customer reported that they obtained an erroneously elevated total human chorionic gonadotropin (thcg) result on a patient sample on an atellica im 1600 analyzer. The erroneously elevated result was not reported to the physician(s). The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result recovered lower, consistent with the patient¿s clinical history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated thcg result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated total human chorionic gonadotropin (thcg) result obtained on a patient sample on an atellica im 1600 analyzer. Calibration and quality control (qc) recovered within the acceptable ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Manufacturer narrative:
MDR 1219913-2025-00159 was initially filed on 22-aug-2025. Additional information (25-sep-2025): siemens healthcare diagnostics has concluded the investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. The customer performed the visual inspection of the sample which showed no signs of a preanalytical issues and review of the sample and reagent trace files for the affected sample did not identify any aspiration or dispense issues a siemens customer service engineer (cse) was dispatched to the customer site. During the visit the cse inspected the analyzer and performed the routine system troubleshooting. The cause of the event is unknown. The issue was resolved by repeating the patient sample on an alternate atellica im analyzer. Other patient results that were tested with the same reagent lot at the same time were acceptable. There is no evidence of a systemic reagent or analyzer issue. A product problem has not been identified. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.